Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, approximately 1 yr postop this initial rrtsa, this (B)(6) y/o male patient was doing well until (B)(6) 2021 when he noted the onset of pain in the shoulder after doing routine exercises. He denied fever or redness or swelling at the shoulder but did have pain at night. The shoulder was diagnosed to have deep infection. A 1 stage revision for infection with c acnes infection was completed and the patient is currently on a course of intravenous antibiotics post operatively. The case report form indicates this event is not related to devices and definitely related to the procedure. Outcome is reported as continuing. This event report was received through clinical data collection activities. Devices will not return per study policy.